Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On 5/16/2016, zeltiq was informed of a (B)(6) female patient who was diagnosed with hernia after coolsculpting treatment on (B)(6) 2016. The patient was treated with coolcore applicator to the lower abdomen. On (B)(6) 2016 the patient complained of pain in the treatment area and was seen by the treating physician, who diagnosed the patient with hernia. The office noted that the patient failed to disclose of an existing hernia before the treatment. On 6/3/2016 the treating office confirmed to zeltiq that the coolsculpting treatment exacerbated the pre-existing hernia, the patient has had surgery to repair the hernia, making this event reportable.